Manufacturer narrative:
Plant investigation: the reported symptom (fluid leaking) was not confirmed. The reference symptom (air detected in cassette warning) found in the alarm history records was not confirmed during the treatment. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Patient sensor calibration check passed. The system air leak test passed. The valve actuation test passed. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
"."

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient requested technical support after encountering an air detected in cassette message during drain 3 of 5. The patient terminated treatment and upon removing the cassette, observed evidence of a fluid leak inside the cassette housing. The patient reported the event to the peritoneal dialysis nurse and will discontinue use of the cycler. Additional information was solicited.